Manufacturer narrative:
H6: the probe, lot number#: 190130 was returned to the manufacturer for analysis. The returned probe had a slightly bent tip. Otherwise, the probe displayed good divot/geometry error readings and normal tracking. Codes b01, c07 and d07 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that there was an instrument removal defect. There was no patient involvement.